Event description:
It was reported that the patient experienced a surgical procedure to remove an spectra penile prosthesis (spp) device due to unspecified reasons. An inflatable penile prosthesis (ipp) was implanted. No further information was reported.